Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the 112-battery failed error in the log. The amber charging light was not staying on. The fse replaced the backup battery and verified that after the battery was fully charged, the amber light stayed on. The unit passed required performance verification tests per philips standards. Following the repair, the device was placed back into service. The battery was returned to the manufacturer for failure investigation. The backup battery was tested, and no failures were identified.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
It was reported to philips that the device had a battery failure alarm. The device was reported as being in use at the time of the event on a patient. The customer had a standby ventilator which was immediately connected to the patient and there was no delay in therapy.